Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a cannon ii plus connector assembly. Both luer hubs exhibited signs of use. Microscopic examination of the hubs revealed longitudinal cracks in the blue hub from the top edge down the stem. Additionally, a small piece of thread had started to separate at the top edge of the luer. The red hub appeared typical. Both hubs were functionally tested with a lab syringe while clamping the extension line. Water leaked from the blue hub immediately. No leaks were detected on the red hub. A review of manufacturing records did not yield any relevant findings. The provided instructions warn that repeated over tightening of bloodlines, syringes and caps will reduce connector life and may lead to potential connector failure. It also warns against excessive use of alcohol based solutions to clean the site. Based on these circumstances, operational context potentially caused or contributed to this event.

Event description:
It was reported that in nephrology, when the doctor performed dialysis on the patient, he found that the luer connector was leaking blood and fluid. As a result, a new kit was opened and used without issue. The insertion site was the jugular vein. There was no reported delay, death, of complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).